Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there were 4 incidents with tubing occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007, lot number 20096797 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20096797 regarding item #2202-0007.

Event description:
It was reported that the as lvp 20d 1.2m set had flow issues during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we just started using the tubing this week have now had 4 incidents with the il tubing/filter: 1 where the rn paused fluids for a cap change/labs and reconnected immediately after and chamber kept reading occluded. Would not free flow run when disconnected and removed from the channel & 3 when they could not prime beyond the beginning of the filter. I have 1 lot number saved ¿ the others were unfortunately discarded. We have had a few nurses who have used these at other institutions who experienced the same problem".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 1.2m set had flow issues during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we just started using the tubing this week have now had 4 incidents with the il tubing/filter: 1 where the rn paused fluids for a cap change/labs and reconnected immediately after and chamber kept reading occluded. Would not free flow run when disconnected and removed from the channel & 3 when they could not prime beyond the beginning of the filter. I have 1 lot number saved ¿ the others were unfortunately discarded. We have had a few nurses who have used these at other institutions who experienced the same problem."